Manufacturer narrative:
A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Investigation summary: the reported issue that the pcu was having display issues was confirmed during laboratory testing. Laboratory test results observed that during power on, the pcu unit display was flashing. The lcd assembly was removed from the pcu. A good known lcd was installed, and the display was tested again. Testing of the pcu with a good known display observed that pcu displayed characters and colors correctly without any flickering, indicating that replacing the lcd resolved the flickering issue. A review of the latest programmed infusions for the reported suspected pcu was performed: on (B)(6) 2024 at 06:50:28 pm, the pump module s/n: (B)(6) was programmed with a primary infusion of drug ID 725 (suspected to be vancomycin): drug amount = 2000mg, diluent volume = 500ml, rate= 250ml/hr, vtbi = 500ml, pvi = 0ml. On (B)(6) 2024 at 06:22:16 pm, the pump module s/n: (B)(6) was programmed with a primary infusion of drug ID: 723 (suspected to be vancomycin): drug amount = 1500mg, diluent volume = 250ml, rate= 166.667ml/hr, vtbi = 250ml, pvi = 0ml. On (B)(6) 2024 at 07:31:16 pm, the pump module s/n: (B)(6) was programmed with a primary infusion of drug ID 735 (suspected to be vancomycin): drug amount = 1500mg, diluent volume = 250ml, rate= 166.667ml/hr, vtbi = 250ml, pvi = 0ml. The event reported by the facility could not be observed in the device logs since it was a problem with a component that did not influence the infusion, the lcd display. The suspect point of care unit (pcu) inspection found the manufacturer seal missing (this finding indicates the device has been opened after leaving bd production or san diego repair center). The battery was observed to be a third-party part. Bd recommends the use of bd-manufactured parts in the safe and effective operation and maintenance of the alaris system. Third-party parts have not been validated by bd for safety and efficacy with alaris system products. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause for the reported event of a display malfunction can be attributed to a faulty lcd display, laboratory testing of the display observed the lcd to be faulty.

Event description:
It was reported that pc unit display was flashing/flickering during patient use. The clinician then removed the pc unit. There was no patient harm.